Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/jan/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified a crease fold, a cracked valve, partial delamination of the valve, and brown biological tissue in the shell. A leak test and microscopic inspection was performed which identified a cracked valve, partial delamination of the valve (adhesive failure), and wear/abrasion. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Also observed was partial delamination of the valve (adhesive failure). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "rupture" of a saline device. Healthcare professional additionally reported "spontaneous rupture/deflation". Device has been explanted.